Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.

Event description:
A device report from (B)(4) indicated, a hospital in (B)(6) reported: during a procedure, surgeon was using the battery handpiece and the lid of the handpiece opened up with the power module falling on the sterile field. The surgical field was affected. This is 2 of 3 reports for this event.